Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: device history review: a manufacturing record evaluation was performed for the finished device serial number ((B)(6)), and no non-conformance was identified. The complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: the rusty cpc connector and liquid residues in the tubing, the unit failed 1 hour pressure stability test - cpc connector, vent solenoid valve and related parts replaced. Identified worn tips on both side of pump head - tips replaced functional: inadequate pressure visual: stripped/worn/twisted/cross threaded. Per service report, this complaint was confirmed. The pressure sensor, valve, tips were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Based on the investigation findings, the potential root cause is traced to faulty parts. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during the annual service of the fms vue ii pump-shaver box device, it was observed that the device failed the pressure stability test, cpc connector was rusty, tubing had liquid residue and the pump heads had worn tips. During in-house engineering evaluation, it was determined that the device had inadequate pressure. There was no procedure involved. No additional information was provided.